Event description:
It was reported that there was an observation for possible high left ventricular (lv) lead threshold. One week later, there was an alert for high lv threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2016 dtpa2qq crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.